Event description:
The generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no indication that there was any patient involvement associated with the event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis found that the upper and lower cases and the battery drawer were broken, that the ring cover and two side bail covers, as well as the ring and two side bails, were missing, the lead flex cover and the battery release were contaminated, the battery contacts were compressed, the keyboard had a cosmetic pad issue and the main printed circuit board was out of specification mechanically.